Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was analyzed and found to have a broken ceramic sleeve. Broken piece was missing as a result of breakage. The size of missing piece was approximately 5.22mm x 2.26mm. This confirmed the piece was detached from the ceramic sleeve. Ceramic sleeve did not exhibit scratch marks. The complaint was confirmed by failure analysis. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument was about to be taken out of the trocar to prepare for undocking of the xi. As the instrument was sliding out by the first assist, customer noticed that the instrument was not coming out due to the hinge part of the end of the arm being broken. The procedure was completed with no reported injury.